Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that external insulation abrasion was noted at 48.6-49.3 cm from the connector pin consistent with lead friction to another device or feature of the heart. The other damages found on the lead body are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.